Event description:
It was reported that the patient's atrial lead exhibited far r-wave over-sensing resulting in inappropriate mode switch (ams) and decreased biventricular pacing. Programming changes were made. The patient's status was unknown.